Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming testing) has been confirmed. Upon investigation the electrode belt cable that connects ECG a and ECG b was cut. The root cause for cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.